Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that an optik,4mm, 12g had physical damage. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3: company representative' was selected in error; the correct option should be 'health professional.'. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, and since the device was not returned for evaluation, the identified error patterns suggest that the issue was due to excessive use. Olympus will continue to monitor field performance for this device.